Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: early onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with a 275cc mentor siltex round moderate profile saline breast prosthesis on (B)(6) 2019, suffered seroma 10 days post-operation. As a result, the patient underwent implant explantation and replacement with the following devices on (B)(6) 2019: 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 7709018 sn: (B)(4).